Event description:
Per the legal guardian, the patient experienced a small area of open skin that bleeds lightly and forms a scab daily which was treated with a topical antibiotic. Clinical management is ongoing. The implant remains in-situ.